Event description:
It was reported that the device experienced error code 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. System error will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The upper auxiliary assembly will be replaced.